Event description:
It was reported that the health care professional (hcp) had called in for programming this pacemaker system in magnetic resonance imaging (MRI) mode. Technical services (ts) reviewed and stated that this was not MRI compatible due to right atrial (ra) lead out of range pacing impedance measurements, measuring greater than 3000 ohms. Ts recommended to consult the cardiologist to see how they wanted to proceed. This pacemaker device remains in service. No adverse patient effects were reported.